Event description:
The patient reported getting shocked repeatedly and thinks there is a problem with the device. The patient noted that at a device check a while ago the heart rate went up to 205 beats per minute and that¿s why the device shocked him. Attempts to follow up with the patient¿s physician were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).